Manufacturer narrative:
Additional information was received that the patients charging issue was due to weight loss.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.